Manufacturer narrative:
H.6. Investigation summary seven photo samples were received by our quality team for evaluation. From the photos, black foreign matter was observed on the outer surface of the needle hub for six needle products and a cracked shield collar was observed on one needle product. Therefore the customer experience was able to be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could have been generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The assembly process was also reviewed. Based on the location of the loose black foreign matter, the foreign matter could have suspected to come from the hub loading feeder track. Probable root cause of the cracked shield collar potentially could be from a needle shield jammed at the discharge ramp and it collides with the parts that pass by causing the shield collar to crack. The jammed needle shield at the discharge station was a result of the needle shield not properly assembled to the needle hub during shield loading. Due to static effect, needle shield transferred from the shield firing station was slower and hence cause the needle shield not loaded on time and properly to the hub. See h.10.

Event description:
It was reported that needle 19g 1-1/2in tw hub was broken and their was foreign matter on 7 occasions before use. The following information was provided by the initial reporter: black specks and broken hub. 6 with black speck contaminants and 1 broken needle hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19g 1-1/2in tw hub was broken and their was foreign matter on 7 occasions before use. The following information was provided by the initial reporter: black specks and broken hub. 6 with black speck contaminants and 1 broken needle hub.